Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10(therapy date). The evaluation found that the customers allegation of a blurry image was not confirmed. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however it is likely that the biopsy channel had leakage during user handling, which caused water invasion of the device and adhesion of moisture leading to the malfunction. The event can be prevented by following the instructions for use which state: 'chapter 3 preparation and inspection before using the product, be sure to make the preparations and inspections listed below. Also, inspect the related equipment used in combination with this product in accordance with their "electronic attachments" and "instruction manuals". If the inspection reveals an obvious malfunction, do not use the product and send it for repair according to "5.3 sending the endoscope for repair" on page 118. If any abnormality is suspected as a result of the inspection, take action according to "chapter 5: if an abnormality occurs". Warning: use of an endoscope suspected of having an abnormality may not only prevent it from functioning properly, but may also damage the equipment or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to damage to the channel tube; switch 1 was damaged and objective lens was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope image was blurry. The issue was found during preparation for use for a diagnostic gastroscope procedure that was completed using a similar device. There were no reports of patient harm.